Manufacturer narrative:
Based on available information, the hospitalization was associated with insulin leakage caused by incorrect supply replacement, where the luer connector was attached to the cartridge prior to insertion into the ilet chamber, contrary to the IFU. This can cause cartridge septum damage and insulin leakage, leading to hyperglycemia and ketone accumulation. The event was attributed to user handling.

Event description:
On (B)(6) 2025 the end-user reported that on (B)(6) 2025 they were hospitalized with hyperglycemia over 300 mg/dl and large ketones. The end-user was treated in the ER, the ilet was left in place, and glucose values returned to range. The end-user was discharged the same day with no reported long-term effects.